Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/04/2024, it was reported by a sales representative via (B)(4) that a ar-8500foe burr, flushcut oval, had the sleeve of the burr bent. The case was completed successfully with no impact on the patient. This was discovered during a procedure, with no patient harm.